Event description:
(B)(4). I was sick immediately following the surgery three days in bed. Vomiting, vertigo. In the last several years I have been diagnosed with 3 auto immune disorders. My periods became heavier and more painful. I had an ablation two years ago. I found out last week I have a severe allergic reaction to gold. I have joint pain, major anxiety, and many other the list really is long. I had my thyroid removed and is still not under control.